Manufacturer narrative:
Manufacturer¿s investigation conclusion: the report of outflow graft obstruction could not be confirmed as no images were provided and there is no product available for investigation. A specific cause for the reported events could not be conclusively determined through this evaluation, and a direct correlation with heartmate 3 left ventricular assist system (lvas), serial number (B)(4), could not be conclusively established. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was not provided. The event date was estimated. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient underwent stenting for outflow graft obstruction in (B)(6) 2019. The patient's history included heart failure with a reduced ejection fraction (hfref) secondary to ischemic cardiomyopathy (icm) status post hm3 lvad and mitral valve repair (mvr) as bridge to transplant (btt) since (B)(6) 2017. No additional information was provided.